Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, a penumbra system ace 60 reperfusion catheter (ace60) was advanced together with a velocity delivery microcatheter and a guidewire into the target vessel. The velocity was then positioned distal to the thrombus and the psr3d was advanced through the velocity. As the physician was advancing the ace60 over the psr3d, he experienced resistance and reported that the ace60 was unable to advance up towards the psr3d. The physician then decided to remove the psr3d, and the device was no longer used in the procedure. The procedure was completed using the same ace60 and the same velocity. There was no report of an adverse effect to the patient.